Event description:
The hcp reported the pt was experiencing a loss of drug effect with morphine and versed 25mg/cc delivered intrathecally. An increased pump residual was noted. The pump was explanted and replaced. The hcp did an "exploration and irrigation" of the catheter. The results were not reported. A follow up report will be sent when additional info is rec'd.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow-up report will be sent when analysis is completed.